Manufacturer narrative:
Device eval summary: device evaluation of battery sn (B)(4) has been completed. Upon evaluation, a white wire within the battery pack where the wire attaches to the battery cells was broken. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery. The last pt to use this battery pack did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing battery pack sn (B)(4) was found to have a broken white wire at the cell. The last pt to use this battery pack did not report any device deficiencies.